Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22721, 1627487-2020-22722. It was reported after an implant procedure the patient experienced ineffective stimulation due to high impedances. The patient underwent surgical intervention on (B)(6) 2020 where it was discovered one of the adapters was not connected and then reconnected to address the issue. Therapy was restored postoperatively.